Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for multiple patients tested for ise indirect na, k, cl for gen.2 on a cobas 6000 c (501) module. The customer had to perform repeat testing on a total 68 patient samples of which 27 patients reports had to be corrected. The results for 2 patients were provided of which both are a reportable malfunction for both sodium and chloride. Patient #1 had an initial sodium result of 161 mmol/l with a data flag. The repeat sodium result was 134 mmol/l. The initial chloride result was 114.8 mmol/l with a data flag. The repeat chloride result was 98 mmol/l. Patient #2 had an initial sodium result of 115 mmol/l. The repeat sodium result was 140 mmol/l. The initial chloride result was 81 mmol/l. The repeat chloride result was 104 mmol/l. The repeat testing was performed on another c501 analyzer. There were no adverse events. Most of the original results were on samples that were aliquoted from a modular pre-analytics system, but some of the samples were also manually loaded onto the analyzer. The lot numbers and expiration dates for the sodium, potassium, and chloride electrodes were requested but not provided. The field engineering specialist (fes) found a clogged nozzle on the cell rinse mechanism causing cells to overflow into adjacent cells. He cleared the clog and adjusted the cell rinse mechanism dispense volume. He adjusted the ion selective electrode (ise) probe and sipper alignment and cleaned the ise electrode block. He performed ise check and precision run which passed. The customer ran both ise calibrations and qc and all results were acceptable. Further investigation showed that the fes findings can be seen as a potential root cause. The cells overflowing into adjacent cells could cause the samples to be diluted due to water remaining in the cells. The analyzer has been functioning according to specifications since the fes visit.